Event description:
Customer reports back to back testing on the same meter while using the compact plus system with results of: 77 mg/dl, 158 mg/dl and 180 mg/dl. 167 mg/dl, 150mg/dl, 232mg/dl, and 98mg/dl. 150mg/dl, 232mg/dl, 98mg/dl and 98mg/dl. L1 quality control was run and in range. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.